Event description:
It was reported that the tip of the wire detached inside the patient. A 300cm v-14 control wire was selected for use for below-the-knee (btk) procedure of the heavily calcified lesion. During the procedure, the distal end of the wire tip detached inside the patient. The wire fragment remained in the patient's leg. There were no further patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a 300cm v-14 control wire. Visual inspection of the returned guidewire showed a section of the polymer tip was detached. The damaged section was located approximately at 298.8 cm from the proximal end. The detached section of the device was not returned. The distal tip was kinked as well as the body; the body was kinked approximately at 172 cm from the proximal end. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the wire detached inside the patient. A 300cm v-14 control wire was selected for use for below-the-knee (btk) procedure of the heavily calcified lesion. During the procedure, the distal end of the wire tip detached inside the patient. The wire fragment remained in the patient's leg. There were no further patient complications and the patient was stable post procedure.